Manufacturer narrative:
B1: added adverse event b5: updated with new information received h6: added codes based on new information received and review of previously reported information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the navien catheter lot number was b783654. Vascular access diameter was reflective of an 8f introducer sheath. It was not confirmed whether the cause of the "small wings were too tightly adhered" was due to the small wings adhering too tightly. Initially, the failure to open might have been due to adhesion, but after retrieving and redeploying the stent, it was opened. The middle segment's failure to open could have been caused by the operation of retrieving the unopened stent's distal end within the vessel, which affected the vessel and led to spasms, resulting in the stent body failing to open. Additionally, the vessel became deformed. Friction or difficulty during delivery or positioning was described as normal. The pipeline was implanted at the intended location, in the straight segment of m1 in the middle cerebral artery, with plans to retract for positioning. During the retraction process, device jumping occurred, and the vessel experienced spasms. The tip of the catheter was not moved d uring deployment. The middle section of the pipeline did not open, was located in the straight segment when it failed to open, and additional steps or other devices attempted to open the pipeline included attempts to retrieve and redeploy, but it still did not open.

Manufacturer narrative:
B5 updated h6 updated: a0510 removed as there was no resistance during resheathing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that "vessel deformation" referred to the vasospasm. No medical or surgical intervention was needed to treat the vasospasm/deformation. It was also clarified that ¿jumping¿ referred to the phenomenon during stent retrieval when the stent passed through a curved segment, the deployed length of the stent was insufficient, and due to persistently low tension while passing the curve, a sudden ¿jump¿ could occur when the stent transitioned from a smaller distal diameter to a larger proximal diameter. This can usually be avoided by deploying a longer segment of the stent, but in this case, the patient developed sudden vasospasm, and a contingency plan could not be implemented in time.

Event description:
Medtronic received a report that the access was established successfully, but due to the tortuous nature of the blood vessels, reach ing the target was difficult. A 6f105 navien was used to reach the c4 segment, type 3 cavernous sinus, and a phenom27 reached the m2 segment. The plan was to deploy it in the m1 segment, then pull it back to the distal end of the internal carotid artery, and after isotonic deployment, the final landing point would be in the straight segment of the cavernous sinus. After the stent was delivered to the target location, the microcatheter was deployed by approximately 8 mm to relieve tension, but the stent tip did not open. Approximately additional 5 mm was deployed, but the tip of the stent still did not open. It was retrieved and redeployed, and repeated retraction and tension adjustments were attempted, but the problem with the tip not opening persisted. Considering that this had been attempted 3-5 times, and to avoid ischemic complications for the patient, the stent and microcatheter were replaced. After replacement, it was successfully deployed on the first attempt. Post-operatively, even with manual manipulation of the small wings outside the body, it was still difficult to open, requiring considerable force to open the small wings. The overall reason was that the small wings were too tightly adhered, preventing the tip of the stent from deploying. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing transcatheter intracranial aneurysm embolization using a dense mesh stent for treatment of a saccular, un ruptured left internal carotid artery, c6 segment aneurysm with a max diameter of 6mm and a 3mm neck diameter. Landing zone: distal: 3.12mm and proximal: 3.8mm. It was noted the patient's vessel tortuosity was severe. Access vessel was the femoral artery. Dapt (dual antiplatelet treatment) was administered. Pru level (p2y12 reaction unit) reached the standard. The angiographic result post procedure showed the contrast agent was retained within the aneurysm sac, and the parent artery remained patent. Ancillary devices include a phenom27 microcatheter and 6f105 navien guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.